Event description:
It was reported, the patient experienced stimulation in the wrong location. It was noted, the stimulation was going down the right leg not the left leg ¿right after implant.¿ it was stated, the patient underwent a surgical revision during which the lead was moved. After the revision procedure, it was reported, the patient was seeing the charge the rechargeable implanted neurostimulator battery warning screen. The patient reported she was not trained or advised on how to charge. The patient was redirected to her health care provider (hcp). Additional information reported the cause of the event was a ¿malpositioned lead.¿ the patient¿s outcome was reported as ¿no injury.¿ additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 7754, serial# (B)(4); product type recharger product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).